Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported motor stalls occurred on (B)(6) 2021 and (B)(6) 2021, both at the time of a taxi ride. The logs were checked, and motor stall recoveries occurred within half an hour. The patient had no complaints from the incidents. The issue was resolved. Surgical intervention did not occur nor was planned. The patient status was alive - no injury. Regarding contributing factors, it was stated the event was possibly due to the belts used in the taxi. Further complications were not reported. A session report was provided, indicating a motor stall occurred on (B)(6) 2021 at 20:35 with a recovery at 21:55 and on (B)(6) 2021 at 00:10 with a recovery at 00:25.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The certified nurse specialist (nurse practitioner) discussed the situation with the patient. The patient was going to pay extra attention in the upcoming weeks to what she is doing and what devices/materials she is using.

Event description:
Additional information was received from a foreign healthcare provider (nurse practitioner) via a company representative. The pump was implanted on (B)(6) 2021. The patient had experienced 4 pump motor stalls with no apparent cause. They were questioning what could be going on here if it was the pump itself. It was further indicated that four times the pump stalled between (B)(6) 2022 and (B)(6) 2022. All these times the patient was at home. It was indicated that there was no explanation found for recurrent motor stalls. No magnetic field in the vicinity as far as we know. The pump had stalled before; then she was in a taxi. As per the log provided, the following occurred: (B)(6) 2022 (17:20) critical alarm regarding pump motor stall, (B)(6) 2022 (17:30) motor stall recovery, (B)(6) 2022 (22:02) critical alarm regarding pump motor stall, (B)(6)2022 (22:59) motor stall recovery, (B)(6) 2022 19:59 critical alarm regarding pump motor stall, (B)(6) 2022 22:09 motor stall recovery, (B)(6) 2022 10:44 critical alarm regarding pump motor stall and, (B)(6) 2022 10:54motor stall recovery. Per the pump¿s log, the pump was administering baclofen with concentration 500 mcg/ml at a dose rate of 47.81 mcg/day. The patient h as had no complaints from the motor stalls but had gained less confidence in the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5 correction: the previous report indicated the "(B)(6) 2022 22:09 motor stall recovery" in error and should have instead indicated (B)(6) 2022 20:00 motor stall recovery. The b5 narrative has been updated in this report to reflect the corrected information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (nurse practitioner) via a company representative. The pump was implanted on (B)(6) 2021. The patient had experienced 4 pump motor stalls with no apparent cause. They were questioning what could be going on here if it was the pump itself. It was further indicated that four times the pump stalled between (B)(6) 2022. All these times the patient was at home. It was indicated that there was no explanation found for recurrent motor stalls. No magnetic field in the vicinity as far as we know. The pump had stalled before; then she was in a taxi. As per the log provided, the following occurred: (B)(6) 2022 (17:20) critical alarm regarding pump motor stall, (B)(6) 2022 (17:30) motor stall recovery, (B)(6) 2022 (22:02) critical alarm regarding pump motor stall, (B)(6) 2022 (22:59) motor stall recovery, (B)(6) 2022 19:59 critical alarm regarding pump motor stall, (B)(6) 2022 20:09 motor stall recovery, (B)(6) 2022 10:44 critical alarm regarding pump motor stall and, (B)(6) 2022 10:54 motor stall recovery. Per the pump¿s log, the pump was administering baclofen with concentration 500 mcg/ml at a dose rate of (B)(4) mcg/day. The patient h as had no complaints from the motor stalls but had gained less confidence in the pump.

Manufacturer narrative:
B5 correction: the previous supplemental report (follow-up report #3) indicated ¿that four times the pump stalled between 2022-mar-19 and 2022-jan-06¿ in error, and should instead indicate ¿that four times the pump stalled between 2022-mar-19 and 2022-jun-01. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implant date (2020 reports): the date (B)(6) 2021 is considered an approximate date of pump implant (specific month and year known only). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving compounded baclofen (250 mcg/ml at 46,18 mcg/day) via an implantable pump for unknown indications for use. It was reported that implantation of the intrathecal baclofen system occurred in (B)(6) of 2021. The date (B)(6) 2021 is considered an approximate date of pump implant (specific month and year known only). The last pump increase occurred on (B)(6) 2021 and elective replacement indicator (eri) was at 77 months. The low reservoir alarm date was (B)(6) 2021. A critical pump alarm occurred regarding a motor stall. The patient had called around 9.15 pm having heard a 2 tone pump alarm. Within 5 minutes on the phone, the nurse clearly heard a critical alarm. At 22.30h the patient was on location and there no more alarms. As per the logs a motor stall occurred on (B)(6) 2021 at 20:33 and recovered the same day at 21:53. The patient not sick and had no increase in spasm. Their temperature was 36,9. The patient's rr was 140/94 mmhg; pulse 70 bpm regular. No catheter issue was indicated. The patient had went shopping in the afternoon and along several detection/security gates from 12.00 to 15:30h. After this the patient had sat on a terrace for a couple hours. Around 8:15 pm the patient took a taxi and arrived home at 8:30 pm. The patient had not been near a strong magnetic field, especially not in a hospital. The patient had no (B)(6) on her lap and did not have a brand new model of an (B)(6). Upon questioning, the patient had remembered walking close to an electric car charging pole. The cause of the motor stall was however unknown. The patient had never had these problems before and were satisfied with the settings. No surgical intervention was planned. No actions were taken, and the issue was resolved. The pump remained implanted and in-service. The patient was without injury regarding their status at of (B)(6) 2021. The patient's age and weight at the time of the event was unknown. The patient's medical history was also unknown.